Manufacturer narrative:
It was reported by customer that weird that the tubing just broke into two. One sample and one photo were received for quality evaluation. Visual inspection of the sample indicates that the tubing, including the upper pumping segment fitting and securement collar, are missing above the pumping segment silicone tubing. Further inspection under magnification of the remaining tubing indicate that there is no indention where the securement collar would normally be on the silicone tubing. The photo received shows the upper portion of the tubing and indicates that the tubing separated. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing for root cause analysis. After the investigation it was determined that the possible root cause of the issue was caused by an incorrect cleaning of the sensors that detect the ring retainer of the assembly fixture. As a part of the corrective actions, the manufacturing department will implement a new method and tool to clean the sensing laser of the pumping chamber assembly machine to prevent missing ring retainers. A device history record review for model (B)(4) and the various possible lot numbers was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had defective tubing. The following information was provided by the initial reporter: weird that the tubing just broke into two. Ref (B)(4) bd alaris pump infusion set.